Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On an unknown date in 2016. An abbott sizer was used and a trifecta valve (size unknown) was chosen for implant. The device was positioned in the aortic position in which severe calcification of that annulus was observed. On a later date, the patient complained of dyspnea. Upon examination, severe aortic regurgitation was revealed. On (B)(6) 2021 a re-do avr occurred and the trifecta valve was explanted due to suspected trifecta valve failure. Further information requested

Manufacturer narrative:
Corrected information: d3, d6a, g1, e1 this report was submitted under the incorrect manufacturing report number. The correct manufacturing report number is 3001883144 additional information: a2, b1, b5, d4, d9, g3, g6, h2, h3, h6, h10 explant was reported due to regurgitation. The investigation found that all three leaflets were torn. There was a focal area of fibrin on leaflet 1. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at one of the tear sites, which could have contributed to the formation of the tear.

Event description:
Subsequently to the initially filed information, it has been reported that upon explant, the trifecta valve was torn from the ncc and the rcc. The patient is in stable condition postoperatively. The device was replaced with a non-abbott device. No additional information provided.